Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as 398 mg/dl, 367 mg/dl. The customer treated for high blood glucose with injection with a syringe, also tried with the bolus using insulin pump. The customer was reported that the reservoir had air bubbles. The customer was assisted with troubleshooting and the infusion set had connection anomaly. The device will not be returned for analysis.